Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/18/2025, a sales representative reported via (B)(4) that an ar-9530s-03 arthrex univers revers, trial humeral insert, 36 +3, had the trial liner break during the trial. No pieces broke off in the patient, and the case was completed successfully. This was discovered during an rtsa procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of this failure is attributed to wear and tear resulting from repeated insertion and/or removal of the device, as well as extended use in the field. Manufacturing date 2017.